Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) defibrillation lead were part of a system replacement procedure due to high out-of-range ra pace impedance measurements greater than 2,500 ohms and high out-of-range rv shock impedance measurements greater 150 ohms. In addition, the patient had not been pacing. Both leads were surgically abandoned, and the ICD was explanted. It was noted that the patient had been hospitalized for other reasons. The system replacement procedure was completed successfully, and no additional adverse patient effects were reported. The ICD was returned for analysis.